Event description:
It was reported that this patient with this pacemaker was presented to the emergency department with bradycardia. After device interrogation, loss of capture was suspected. This pacemaker remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.